Manufacturer narrative:
On 09/17/2019, coding was updated by the clinician. Patient code breast pain was added per 100553403. Hence patient code "pain" has been added under field. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 475cc mentor smooth round moderate profile; catalog number: 3501680; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 475cc mentor smooth round moderate profile and was presented with left side breast implant breast implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.